Manufacturer narrative:
Document review: amistem h femoral stem size 1 lat - ref. 01.18.141 / lot 103233 (46 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Thirty one stems belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we do not have evidences that the event is device related.

Event description:
Reference importer report number (B)(4).